Event description:
It was reported that approximately 4 weeks after implantation of an intraocular lens (iol) into the right eye (od), the patient complained of poor vision and stated he felt like his right eye was seeing underwater. Upon evaluation the surgeon noticed a slight irregularity or possible optical aberration in the central optic of the lens described as a slight dent that in his opinion was impacting the patient's vision. The lens was exchanged, approximately two weeks later with a different model iol, and patient outcome post exchange is reported as good.

Manufacturer narrative:
The device was returned and evaluated. Only a piece of the optic and haptic was received. Microscopic examination found the lens cut across the optic and haptics. A tear and slight scratches were observed on the optic. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. It is noteworthy to mention the inserter and viscoelastic used were not identified, so we are unable to determine if a validated inserter and viscoelastic were used. Based on the available information, the root cause could not be conclusively determined.